Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh and elevate were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopically assisted vaginal hysterectomy/ bilateral salpingo-oophorectomy, anterior vaginal repair with anterior elevate mesh, posterior vaginal repair of rectocele due to stress urinary incontinence. It was reported that the patient underwent release and revision of mesh on (B)(6) 2011.